Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Trans-esophageal echocardiogram revealed lead vegetation and blood cultures indicated that methicillin-susceptible staphylococcus epidermidis were growing at the time of reporting of the incident. The patient had cardiovascular implantable electronic device endocarditis. The product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.